Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 93, 95 and 94 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 65 mg/dl using truetrack meter and 67 mg/dl using truetrack meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/27/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).